Event description:
The customer reported that the insulin pump alarmed while changing the reservoir. The blood glucose reading was over 70mg/dl after treating his low glucose level. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had cracked battery tube threads, reservoir tube and lip, case window display corner, and missing end cap sticker.